Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer experienced symptoms of weakness, blurred vision, and "will to faint." The customer had contact with a healthcare professional who obtained blood glucose reading of hi (readings greater than 500 mg/dl) on their meter compared to sensor scan of 147 mg/dl and was treated with rapid-acting insulin (dose unknown) via serum. There was no report of death or permanent injury associated with this event. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.